Event description:
It was reported that the patient sought medical attention with their general practitioner with an infection that developed at the infusion site while wearing the pod between 5 and 24 hours. It was reported that the patient experienced an itching sensation at the infusion site, they scratched at this which caused the site to open and purulent discharge to emerge. The patient¿s parent then drained the purulent discharge from the site and reported that there was also some bleeding. The patient was taken to their general practitioner who diagnosed an infection. The patient was treated with flucloxacillin 5mg to be taken 4 times a day for 5 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.